Event description:
Customer alleged stability lock and sure step are not functioning properly as the front and back casters get hung up in the air causing the chair to swerve and difficult to control during transitions over thresholds and on ramps. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model m94, serial number/date code (B)(4) is approximately 5 months old. The owner's manual part number 1122145 rev I (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer alleges that the stability locks and the sure step are not functioning properly. The front and back casters allegedly get hung up in the air causing the chair to swerve and allegedly makes it difficult to control during transitions over thresholds and on ramps. Invacares territory business manager stated that when the chair is on an incline, the rear casters allegedly lift off and tilt the power chair forward. Due to the consumer,s weight the tbm feels that the entire chair needs to be exchanged. The weight limitation for the m94 is 500 pounds, as stated on page 14 of the owner's manual. The m94 power chair is being returned to invacare for an inspection and evaluation. No injury alleged.